Event description:
In 2002, hosp reports that several nurses have been complaining that pts have been getting stage 1, to stage 3 sacral skin breakdowns. Hosp reports that the sacral area is the only place where they claim the skin breakdowns have occurred.